Event description:
It was reported that the patient died 22 days following the implant of this cardiac resynchronization therapy defibrillator (crt-d), right atrial (ra) lead and left ventricular (lv) lead and 4 years following the implant of this right ventricular (rv) lead. It was reported that death was cardiac in nature and related to the device. A specific cause of death was not reported. It was noted that the patient had a history of dilated cardiomyopathy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a proximal portion of the lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID d354trg cardiac resynchronization therapy defibrillator implanted: (B)(6) 2013; product ID 5076-52 im plantable pacing lead implanted: (B)(6) 2013; product ID 429688 implantable pacing lead implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.